Event description:
It was reported that during implant the lead had a low high voltage lead impedance. The physician elected to replace the device and the lead due to that the device might have a short in the rv portion of the device.

Manufacturer narrative:
Evaluation: the reported field event of intermittent low hvli measurements was unable to be confirmed in the laboratory. The lead exhibited insulation damage consistent with that occurring at time of explant. The lead passed all electrical tests.